Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: a review of the black box verified a loss of prime and call service 163 no cartridge detected warning. Investigation was not able to duplicate the loss of prime or cartridge warning. The force sensor calibration was within specifications. The pump cover was removed and moisture was found on the force sensor flex pins and printed circuit board sockets.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: a review of the black box verified a loss of prime and call service 163 no cartridge detected warning. Investigation was not able to duplicate the loss of prime or cartridge warning. The force sensor calibration was within specifications. The pump cover was removed and moisture was found on the force sensor flex pins and printed circuit board sockets.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a load step malfunction. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. There was no allegation of an adverse event associated with this complaint.